Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip and missing the reservoir tube o ring however, found the reservoir fits properly into reservoir compartment. The insulin pump had cracked battery tube threads, minor scratched lcd window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that around the reservoir compartment had broken off, reservoir would not stay locked in the device. Customer's blood glucose was 488 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.